Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tear drop label was missing from a bd autoshield¿ duo safety pen needle. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: one open 30g x5mm spn without teardrop label and two photos were returned from lot. No. 7040618, cat. No. 329705. Visual examination was carried out on the returned photos and sample and there is evidence of a seal on the cover. Visual examination was carried out on the returned photos and sample and there is evidence of a seal on the cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples or photos therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.